Event description:
Caller reported that the quick bolus and wake button on their pump was difficult to press and often required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in removing the pump from its case and provided specific instructions for operating the button more effectively. Despite these efforts, the issue persisted. Consequently, technical support decided to replace the pump as it was still under warranty. The caller was guided on how to put the pump into storage mode and instructed to return the faulty pump using a pre-paid label within ten days.